Event description:
It was reported that an occlusion alarm occurred. Multiple attempts were made by tandem technical support to address the issue, however, no response was received. Customer's blood glucose was 380 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.